Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. It was mentioned that the patient was not happy with the trial but opted to move forward with the permanent implant. No device malfunction was suspected. The explanted device components were discarded.